Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged. The patient's post-op best-corrected visual acuity was 20/25. See MFR# 2023826-2015-00754 for the other eye.

Manufacturer narrative:
Device evaluated by manufacturer? No. (Evaluation anticipated but not yet done). (B)(4).